Event description:
On octomber 16, 2006, the lay-user/pt contacted lifescan alleging that she could not test herself with a one touch ultra meter because the device would turn off while in use. The medical affairs specialist (mas) spoke to the pt on october 24, 2006, to obtain/verify info. At 8:15 am on october 16, 2006, the pt developed symptoms of shaking and could not walk straight. The pt described herself as though she was drunk. At that time, the pt did not attempt to test herself with the reported meter because the power issue of the meter had started 3 days prior to the event. In other words, she had not been able to test herself for a few days and then developed symptoms. The pt treated herself by eating cake to raise her blood glucose. The pt did not seek or receive any medical attention. The pt admitted that she had never changed the meter's battery before. The pt did not have a replacement battery to try while troubleshooting the alleged issue with the cca. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the pt was unable to test herself with the meter. She developed symptoms she relates to being hypoglycemic and took cake as self-treatment to raise her blood glucose. The alleged power issue was not resolved.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and stirps for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.